Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 473 mg/dl at time of incident and current blood glucose was 495 mg/dl. Customer using the insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer does not allege insulin pump under delivering. Customer states drive support cap appears to be normal. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.